Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 400 mg/dl less than 48 hours after the pod was activated. It was also painful wearing the pod and upon further inspection she noticed the needle was sticking "fully" out of the pod. There was a little bit of blood noted at the site.